Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The ps1 was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a communication failure error message. No pt injury was reported.